Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the ongoing diagnostic procedure was not impacted and was completed as planned. Philips has confirmed that the l-arm rotation cover became detached and fell on the floor. Based on available information, the cover most likely detached after a collision. A philips service engineer reseated the l-arm cover and the system was returned to use in good working order.

Event description:
It has been reported to philips that the l-arm rotation cover came loose. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.